Event description:
It was reported the patient was experiencing delusions, burning pain in his stomach and a metallic taste in his mouth. The symptoms started around father's day. The patient had experienced similar symptoms last year when a catheter issue was found (ref MFR report # 6000030200703445). A dye study was done earlier this week, which showed a small leak in the catheter. The patient was reportedly scheduled to have surgery the next week to repair the catheter. The drug used in the pump was not reported. Additional information has been requested, but was not available on the date of this report.

Manufacturer narrative:
Results: used for catheter.